Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. Customer reported that the they were not able to hear alarm beeps. Customer also reported that there was first a hard tone and then no voice alarm at all. Customer reported that there no beeps heard even after audio volume change to high setting and saved. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.